Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-01695. Related manufacturer reference number: 1627487-2020-01697. Related manufacturer reference number: 1627487-2020-01698. Related manufacturer reference number: 1627487-2020-01700. It was reported the patient experienced ineffective stimulation do to high impedance. As a result, surgical intervention was undertaken during which the entire system was explanted and replaced.

Manufacturer narrative:
The reported event for high impedance was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing.